Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that the relief valve setting does not match the percentage needed to release. There was no additional information provided.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Replaced rfv due to tnd-00128. Installed MRI battery, sintered filter, and orings for the pm. The cause of the reported problem could not be determined. No previous service history was found. Manufacturing DHR is not relevant to the investigation due to the age of the device.